Event description:
It was reported that the lead was explanted, due to suspected perforation. The patient had a history of sepsis post implant which could not be determined. The system was explanted.

Manufacturer narrative:
Allno medwatch form was received. Review of quality records.